Event description:
It was reported that during a follow-up visit, the defib lead impedance was less than 20 ohms when the device was manipulated through the skin.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the outer insulation and the blue insulation of one rv cable were damaged/abraded and the metal of the rv cable was exposed. It is believed that the low defib impedance was caused by contact between the exposed metal of the rv cable and the ICD can. The abrasion damage was a result of friction to the ICD can.